Event description:
Pluerevac was prepared for use as recommened by mfgr. The medicestomal chest were placed in the patient by the surgeon as is routine for nyocardial revascularization. O.r. Pluerevac was connected to section. The med chest tubes were connected by "t" connectors long tube that is connected to the autotransfuse bag. The patient was off bypass with a bp around systolic. As the surgeon was closing the chest, the bp was still about 100. As the chest was nearly closed, the patient's bp was decreasing. The anesthesiologist was trying to correct the deterioration of patient's condition with medicines and fluids. The bp kept droping. Then the chest was closzed and the patient's bp dropped to 50's and 40's systolic. The surgeon reopened the chest. As he reopened the chest, he heard air escape from the chest. The surgeon then asked the rn circulator to view the suction. The suction was functioning properly. The clamps on the on the pluervac were open. Then the rn touched the conecting tube of the pluerevac to the autotransfuse bag, the pluervac functioned immediately. It was determined that the tube from the pluervac to the autotrtansfuse bag was not alllowing suction to reach the tube of the patient because of the right angle bend of the tube "kinked it". Then the tube was connected from the autotransfuse bag & directly connected to the med. Drainage tube. Pluervac functioned properly. The patient by then was vompromised enough to require an intraaortic balloonn. The patient was able to eventually be closed and then transferred to icudevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: unanticipated short term complication of procedure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.